Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest software download was utilized and successful. The thus history download was unsuccessful (unable to download) since pump is on a constant dark blue screen and could not get into the join network screen. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Unable to generate the power management graph due to critical pump error (open book image) alarm. Unable to verify alleged power problem-failed battery test and power problem-battery loss anomaly due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump still had constant dark blue screen. Critical pump error (open book image) alarm and then constant dark blue screen due to corroded electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history review 1 week prior to the event date 03-jan-2025 in the pump history file due to critical pump error (open book image) alarm. Power problem-failed battery test unknown. Power problem-battery loss unknown. Unable to perform the functional testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error and then constant dark blue screen were confirmed. Upload error confirmed (pump failed to enter recovery mode preventing download of history files and traces using thus.). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm and was unable to install the new battery at the moment and the insulin pump did not turn on. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed for the battery failed alarm and the customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.